Event description:
It was reported that the patient had several aborted episodes. Noise was observed on the egms. The noise was reproducible when the patient leaned his left shoulder in. The lead remains implanted.

Manufacturer narrative:
Na